Event description:
Device was explanted due to normal eri but device had migrated into the breast tissue and it was quite deep therefore challenging to identify and x-ray was used to locate the device. Should additional information become available, this file will be updated.

Event description:
Device was explanted due to normal eri but device had migrated into the breast tissue and it was quite deep therefore challenging to identify and x-ray was used to locate the device. Should additional information become available, this file will be updated.

Manufacturer narrative:
Migration was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were reviewed. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.